Manufacturer narrative:
This report is being submitted to provide the results of the legal final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. Additionally, the investigation revealed the plastic distal end (c-cover) was burned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure -due to damage on circuit board of scope-connector, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h4 - device mfg date, see h4 for more information.

Event description:
No new information from the customer.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.